Event description:
It was reported that the user experienced frequent hypoglycemia while using the ilet and had been pausing the pump repeatedly, which could interfere with the ilet learning algorithm; the user also reported increased walking during recovery from bilateral achilles tendon injuries and uses oral glucose tablets to treat low blood glucose. Symptoms included low blood glucose requiring treatment with oral glucose. Outcomes included troubleshooting and education provided, including scheduling additional training and advising on pump pausing behavior. Investigation included review of device usage data and user-reported behaviors. Investigation of this case revealed that recurrent pump pauses and recent increases in physical activity were plausible contributors to hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.